Event description:
It was reported that the gastrointestinal videoscope had black liquid coming out from the distal end after cleaning. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had black liquid coming out from the distal end after cleaning. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: perforation of the forceps channel and burnt tip cover. A definitive root cause could not be identified. Based on the results of the investigation, environmental temperature problems were known inherent risk of the device. Perforation of the forceps channel, cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.